Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years and 7 months. On 10/26/2010, through follow-up with the health-care provider, additional information was received. It was learned that the device was explanted due to calcification and aortic stenosis. According to the operative report, the prosthetic aortic valve showed 2 out of 3 cusps totally fused with calcifications and catheterization of the leaflets.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.